Event description:
The customer reported that the system would make a popping sound and then lock up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. The boards and cables in the c-arm were reseated and a generator and filament calibration were performed during the service call. The system was tested and found to be working as intended and put back into service.